Event description:
Patient was revised to address poly wear/notching.

Manufacturer narrative:
Although the sample was not returned, provided photographs confirmed the wear/notching. Depuy france reviewed the device history records and found the products initially conformed to the specifications. Previous investigations found the nature of the design (reverse shoulder), positioning of the implant, and the patient's anatomy are all possible contributing factors. Depuy france states the delta xtend design will contain eccentric glenosphere components that will minimize the notching problem that leads to poly wear. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.